Event description:
It was reported that the insulin gauge displayed an amount different than expected. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting from technical support.